Event description:
The device was removed from the packaging per IFU, with no issues noted. The device was not inspected prior to use. Negative prep was not performed. The device did not pass through a previously-deployed stent. No resistance was encountered when advancing the device. It was reported that difficulties were noted when removing the driver sprint device prior to stent deployment/balloon inflation. No patient injury occurred and no clinical sequelae were reported. Please note that this device (driver sprint rx) is distributed outside the united states; however, it is similar to the united states distributed product (driver rx).

Manufacturer narrative:
Evaluation results: (root cause undetermined). (No device received for evaluation). Conclusion results: (root cause undetermined). Unable to confirm complaint (no device received for evaluation). (B)(4).